Event description:
Accountant reports connecting the t-port on the female luer on product code 2c5681 which is attached to the central line. States when attempting to disconnect the female luer from the 2c5681, the male adapter on the female luer breaks off causing leaking. No pt injury occurred, but accountant is concerned with the possibilities.